Manufacturer narrative:
The case at hand was opened due to surgical report review of an other case. Thereof for the case at hand, no full information is at hand for review or investigation. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The DHR check could not be performed as the lot number was not available. Trend analysis could not be performed as no reference number was available. The compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported, that a patient underwent revision surgery on (B)(6) 2005 due to loosening of the stem after approximately 7 years in vivo. Revision report, dated (B)(6) 2005: indications: significant osteolysis as an indication of likely carried out by material abrasion leading to aseptic loosening detected in the x-rays operation: implantation of cement free revitan stem distal 16/200, proximal 85 and ceramic head 32mm. Stem was found to be loose. No other conspicuous findings. Possible causes for the reported event according to dfmea: line 9 : aseptic loosening -> due to insufficient cement distribution due to implant design; line 11 : aseptic loosening -> due to insufficient secondary stability due to design; line 12 : aseptic loosening (stress shielding) -> due to incorrect distribution of load due to design; line 15 : aseptic loosening -> due to surgeon unfamiliar with implantation technique of this stem design (early stability, e.g. Cementless implantation); comparison to investigation results whether it is possible and justification: line 9 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected; line 11 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected; line 12 : not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected; line 15 : possible -> neither implantation report nor x-rays are available, therefore can not be excluded; neither x-rays, implantation report nor devices or photos of them were received; therefore the condition of the components is unknown. Reference and lot numbers of the devices are unknown. In conclusion due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with a unknown muller stem (ref and lot number unknown) on the left side in 1998 (exact date unknown). On (B)(6) 2005 the patient was revised due to stem loosening.